Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the patient received an insulin occlusion alarm on the ilet pump using an inset infusion set, and the alarm resolved only after the patient changed the infusion set and supplies; blood glucose was not affected and a ¿no insulin delivery¿ condition was implicated. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with an occlusion, with mechanical issues identified as the likely basis for the no-delivery alarm. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.